Event description:
It was reported to medtronic neurosurgery that following an MRI scan, the physician experienced difficulty when attempting to read pressure level setting of the valve. The report states that the patient was then sent for a x-ray which confirmed the pressure setting at pl 2.5. According to the report, additional attempts were made to adjust the valve¿s pressure setting but were unsuccessful, and a revision of the device was performed the following day.

Manufacturer narrative:
The returned valve was not patent, and the pl setting was unable to be adjusted. This damage precluded all other testing. Visual examination of the device identified deposits of proteinaceous debris throughout the valve, and within the adjustment mechanism preventing movement of the rotor. The instructions for use that accompanies the device cautions that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris.¿ a review of the manufacturing records was not possible as no lot number was provided. (B)(4).